Event description:
During a gastric bypass procedure, the third reload detached from the jaw in which it was installed and fell into the abdominal cavity after the stapler introduction in the patient's abdomen and when the jaws were already opened. Once the reload was extracted, it was replaced by another device which worked.